Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that a device system revision was completed due to infection and sepsis about two months post implant. Subsequently, this pacemaker was explanted and returned. No additional adverse patient effects were reported.